Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the stimulation ins parity por bit not reset.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative (rep) reported a power on reset (por) that occurred. This could have been due to shipping or possible electromagnetic interference. It was noted the rep did not feel comfortable going past the first screen of the clinician programmer and did not want to implant the implantable neurostimulator (ins). A reposition antenna screen was shown two times before she got the por. Charging was attempted again while on the call and the rep stated she saw the reposition antenna screen again but then was able to get back to the charging screen. The rep had an extra ins at the case and this ins was not implanted. There was a system issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.